Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer requesting a charging manual. They stated that they can get all the boxes filled in black but when they have to recharge, it only goes about halfway up, then stops. The replacement equipment did not change their charging issue. The patient used to charge once a day. Some general recharging information and how long it takes to recharge one quarter of an ins battery (2 to 3 hours with good coupling) was reviewed and the patient was surprised. It was recommended they try to charge their implant until it is fully charged, maybe break it up into several sessions so that going forward, they can top off the ins battery level every day rather than let it get empty and having to sit longer to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consume reported they had trouble with both the patient programmer (pp) and recharger. The consumer seemed to be confused in how to use their equipment. During the call the consumer used the pp and it showed ¿low¿ implantable neurostimulator (ins) battery. The consumer then used the recharger which showed the ins was on and there was good coupling. Insr versus ins icons were reviewed along with the importance of charging the implant now.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had poor coupling. During the call, the patient tried recharging but saw recharge ins screen. The patient was unable to charge and continued seeing the screen. The patient mentioned he fell down the stairs and fell on his chest. He saw his primary physician but not his dbs physician to have the device checked. A new antenna was offered to be sent to help the poor coupling. The patient said he had an antenna sent before. A new recharger with antenna was sent. An email was sent to repair. No further complications were reported/anticipated. Additional information was received stating the patient received a replacement antenna but was still having poor coupling. The patient was getting 8 coupling bars but then disappear when he tried to charge. The patient had a major fall and the pocket site was sore since then. His next appointment was (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the cause of the charging issue was the charge went half-way up and they are currently charging/resolution is in progress.